Event description:
Reported complaint states that: "the doctor found connector broken during clinical setting before using on patient. This event occurred on 1 patient at the same time".

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the bronchial cobb connector is detached from the 22m/15f swivel connector. Dimensional measurements were done on the returned 22m/15f swivel and cobb connectors. Dimensional measurements passed as parts were within the specification. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. Based on the investigation performed, the complaint was confirmed. A non-conformance was opened to further investigate.

Event description:
Reported complaint states that: "the doctor found connector broken during clinical setting before using on patient. This event occurred on 1 patient at the same time".